Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 16-nov-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer did not open. A field service engineer (fse) checked connections, wires voltage, which were found to be normal, and confirmed that cubies were functioning properly. Further the customer confirmed that the drawer was fine and recovered. Then the fse explained the process for replacing the drawer. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary drawer failed. Drawer did not open at all, and it said to clear an obstruction, but there was nothing to clear. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.